Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) cutter malfunctioned when it was fired. It didn¿t cut at all. They opened a new kit. No harm to the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period ( (B)(6) 2020 through (B)(6) 2022) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10/213/67) the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the aortic cutter. The aortic cutter was in a deployed state with the needle extended. There were no visual defects observed. The green safety was off which allows for the device to be deployed. Based on the returned condition of the device, the reported failure "failure to cut" was not confirmed since the needle was fully deployed. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.